Manufacturer narrative:
Concomitant medical products: arctic front advance cardiac cryoablation catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The overall baseline gender/age characteristics is female/59 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿long-term outcomes of pulmonary vein isolation using second-generation cryoballoon during atrial fibrillation ablation.¿ pace. 2019. Doi: 10.1111/pace.13721. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there was a total of seventeen (17) patients who experienced phrenic nerve palsy (pnp); all of which fully recovered. There was one (1) patient who had cardiac tamponade; which required pericardiocentesis. There was one patient who underwent stent implantation due to ¿iatrogenic femoral arterio-venous fistula.¿ there were ten (10) patients who had femoral hematomas and/or pseudoaneurysms; all with no intervention required. There were two (2) patients in which a transient ischemic attack (tia) had occurred; but did not cause any neurological disability and had resolved in 24 hours. There were ten (10) patients who had post-procedural "minimal" pericardial effusion; with no indication of treatment/resolution. There were 28 patients who had asystole/bradyarrythmia/hypotension during/after the procedure, which resolved with the administration of medications. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The status/disposition of the cryoablation system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there were no adverse events in the study related to this manufacturer's products or services.